Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: during use the stapler remained stuck on a staple which was inserted into the skin. It was necessary to press again on the stapler and use an additional staple to release the system. No pt injury reported.